Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited loss of capture causing bradycardia and high threshold. No intervention or programming changes were performed. No adverse patient effects were reported.